Event description:
Pt underwent bronchoscopic ndiyag laser ablation using a contact probe at a power of 25 watts with a coolant flow rate of 1/l mim. Surgery was to treat a large endobronchial lesion in the bronchus intermedius. Lesion was metastatic malignant melanoma. Pt experienced bradycardia and brief episode of asystole. She was treated wtih atrophine & epinephrine, the procedure resumed. Her symptoms returned & the procedure was aberted. Post op she was comatose with right sided seizures. A right frontal infarct was demonstrated on CT & MRI, other studies (ECG, etc) were normal. After 3 weeks her neurological status improved although left hemiplegia persisted.